Manufacturer narrative:
Tetsuro ohba, shigeto ebata, devin clinton, kenske koyama, hirotaka haro, 2012. Instability of treated vertebrae after balloon kyphoplasty causing paraparesis in osteoporotic vertebral compression fracture: a report of two cases. (B)(4). Date of event is unknown. (B)(6). (B)(4) - (weakness), (no code available for "symmetrical hyporeflexia"), (no known device problem).

Event description:
It was reported that a patient experienced persistent severe back pain after falling from the rear deck of a truck 2 months prior to presentation. The patient demonstrated a normal neurological exam. MRI of the spine demonstrated a collapse of the vertebral body with the formation of a cavitary lesion at the t12 level. According to the report, a high signal on t2-weighted MRI revealed a fluid-filled intravertebral cleft which indicated an "incomplete osteoporotic burst fracture". Because of the intractable back pain, which was not relieved by conservative methods, bkp was performed. Approximately 6.0 ml of pmma cement injected into the vertebral body. According to the report, the patient's back pain significantly improved immediately postop and was able to walk without a cane. The patient then began to develop progressive bilateral lower-extremity weakness approximately 2 weeks post-bkp. Neurological examination revealed right lower-extremity weakness and symmetrical hyporeflexia. MRI of the spine did not reveal canal stenosis, however, dynamic radiographs demonstrated instability, with discontinuity between the pmma and the endplate of the treated vertebrae. Per the report, a fracture developed between the endplate and the pmma (with surrounding spondylosis) which biomechanically created a two column fracture through the level, then treated with bkp and resulted in instability. Surgical intervention was performed by instrumented fusion between t9 and l2 without decompression. Post-operatively, the patient demonstrated gradual improvement in motor strength within 1 month. No further information was reported.